Event description:
The event is reported as: after one to three hours of use, the balloon ruptured. The catheter fell out of the patient. No patient injury/intervention reported.

Manufacturer narrative:
Lot number. Exact lot number unknown. Potential lot numbers reported as 11je45, 11ie40, 11fe27. A follow-up report will be submitted upon completion of the investigation.